Event description:
It was reported that high threshold values were identified on the patient's left ventricular (lv) lead. The lv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, implanted (B)(6) 2014; 4076-52 lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching.